Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was advised to replace infusion set and reservoir. Customer declined further troubleshooting. Customer's blood glucose level was 350 mg/dl at time of reporting. Nothing further reported.